Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: gap between insulation and tip of shaft confirmed failure: gap between insulation and tip of shaft probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures use error shear pin failure in handle. (Proximal end of device) the device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.